Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored atrial tachy response (atr) episodes. Upon review, episodes of oversensed noise signals on the right atrial (ra) channel were noted. The pacemaker and ra lead remain in service. No adverse patient effects were reported.